Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, cracked case reservoir tube window corner, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer was reported via phone call that, the customer accidentally took her pump in the pool with her. The blood glucose was 85 mg/dl at the time of the incident. After completing troubleshooting for the moisture damage, the customer reports there is fluid under the lcd display. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.